Event description:
It was reproted that the bd plastipak¿ syringe had dirt on the tip of the syringe. The following information was provided by the initial reporter: dirt around the tip of the syringe.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reproted that the bd plastipak¿ syringe had dirt on the tip of the syringe. The following information was provided by the initial reporter: dirt around the tip of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 26jun2023. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be brown in color. A device history review was performed for lot 2211093, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, quality records established all procedures and processes were completed accordingly. While we could not identify a direct issue, this incident was determined to have occurred during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.